Event description:
It was reported that during the implant procedure, there was placement difficulty with the lead due to patient anatomy. Multiple attempts were made with different wires, sub selectors and lead to track wire into the target vein. The physician was able to get the wire in the target vein but not the sub selector or lead. The physician then switched to the middle cardiac vein and the lead went into the vein but was unstable and had poor thresholds. The lead was not implanted and a new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found; full lead returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).